Event description:
The healthcare professional (hcp) contacted lifescan in august 2005 alleging that the surestep enhanced meter had missing segments. The technical service representative contacted the hcp to obtain/verify information. A pt, already admitted to a hosp for diabetes related issues, was tested on the reported meter while experiencing no symptoms and a result of 2.5 mmol/l (converts to 45 mg/dl) was obtained at 11:00 pm on july, 2005. The pt was administered an unknown amount of oral glucose. The pt reportedly experienced a "coma" afterwards. Pt was tested on another meter (surestep enhanced) and administered treatment based on a 12.5 mmol/l (225 mg/dl) result. Treatment information was not provided. The pt was tested at 11:30 am the next day; a result of 2.7 mmol/l (49 mg/dl) was obtained on the reported meter while experiencing no symptoms of high or low blood glucose levels. The pt was administered glucose intravenously following the test and was in a "coma" for sometimes and that. The pt reportedly did not develop any symptoms prior to falling into a "coma" and the hcp was unable to specify how long the pt was unconscious. Once the pt was awake and an hour passed, they was administered treatment based on a result of 12.7 mmol/l (converts to 229 mg/dl) obtained on another meter (abbott) the glucose reading (if any) during coma and treatment to recover was not reported. The pt is in good health now. The nurse discovered the meter display had missing segments. It is not reported which segments of the display were missing. The meter was replaced.

Event description:
The healthcare professional (hcp) contacted lifescan in 2005, alleging that the surestep enhanced meter had missing segments. The technical service representative contacted the hcp to obtain/verify information. A patient, already admitted to a hospital for diabetes related issues, was tested on the reported meter while experiencing no symptoms and a result of 2.5 mmol/l (converts to 45 mg/dl) was obtained at 11:00 pm in 2005. The patient was administered an unknown amount of oral glucose. The patient reportedly experienced a "coma" afterwards. Pt was tested on another meter (surestep enhanced) and administered treatment based on a 12.5 mmol/l (225 mg/dl) result. Treatment information was not provided. The patient was tested at 11:30 am the next day; a result of 2.7 mmol/l (49 mg/dl) was obtained on the reported meter while experiencing no symptoms of high or low blood glucose levels. The patient was administered glucose intravenously following the test and was in a "coma" for sometime after that. The patient reportedly did not develop any symptoms prior to falling into a "coma" and the hcp was unable to specify how long the patient was unconscious. Once the patient was awake and an hour had passed, patient was administered treatment based on a result of 12.7 mmol/l (converts to 229 mg/dl) obtained on another meter (abbott). The glucose reading (if any) during coma and treatment to recover was not reported. The patient is in good health now. The nurse discovered the meter display had missing segments. It is not reported which segments of the display were missing. The meter was replaced.